Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 19-sep-2024. Investigation summary: bd received (B)(4) used sample and 6 photos were taken investigation. The photos were reviewed and the indicated failure mode for deformed stopper was observed. Additionally, the customer samples was evaluated by visual and functional testing and deformed stopper was observed. The used sample was tested and did not draw any additional water during draw test. (B)(4) retention samples from bd inventory were evaluated by visual examination, and (B)(4) tubes were selected for functional testing, and the issue of deformed stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode deformed stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k, the negative pressure was weak in the tube (underfill). Upon assessing the tube, the customer noticed that the stopper was loose thus resulting in the sample leakage. There was no report of impact to the patient or user.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1 initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k, the negative pressure was weak in the tube (underfill). Upon assessing the tube, the customer noticed that the stopper was loose thus resulting in the sample leakage. There was no report of impact to the patient or user.